Manufacturer narrative:
An esprit ventilator made a clicking sound, the screen went blank and a vent inoperable message was displayed. A device evaluation is unavailable as there was no information provided by the reporter. A patient was being treated with continuous positive airway pressure (CPAP) on an esprit ventilator and during suctioning the staff heard the ventilator making a clicking sound. The ventilator screen went blank and displayed a vent inoperable message. The patient was immediately removed from the ventilator, manually bagged and placed on another ventilator. Further information cannot be requested as no reporter information was made available and no serial number for the ventilator was provided. Resolution and disposition: unavailable. No information provided by the reporter. The determination could not be made that the device failed to meet specifications. Due to no part returning for failure investigation the root cause of the reported issue could not be determined. The symptom of vent inop is a reportable symptom. However, the institution and device sn were not provided in the confidential mw report .

Event description:
An esprit ventilator made a clicking sound, the screen went blank and a vent inoperable message was displayed. A medwatch was received (mw5062563) through the FDA¿s medwatch program.